Manufacturer narrative:
Examination of the returned device confirms the reported material fractured. Evaluation by depuy metallurgy finds that the presence of fatigue characteristics and the amount of the fracture surface exhibiting fatigue characteristics indicated high-cycle low stress fatigue failure. Fretting was observed proximal to the fracture surface, however, it is unknown whether fretting corrosion occurred prior to fracture or due to fatigue crack opening and closing. Dark color in the fracture initiation area due to titanium oxidation is typical of titanium fatigue fractures with the introduction of oxygen rich fluid, such as body fluids, as the crack opens and closes with each cycle. No evidence of material or manufacturing defects was observed. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the performed investigation, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fractured implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Examination of the returned femoral stem confirms the observation. No evidence of material or manufacturing defects was observed. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.